Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was planned for insertion via an unspecified femoral artery access site in an 81-year-old patient with acute myocardial infarction complicated by cardiogenic shock. The patient's gender, comorbidities, and society for cardiovascular angiography and interventions (scai) shock stage were not reported. During device preparation, a 14 french sheath had been placed and an abiomed 0.018-inch guidewire was prepared for implantation. The impella cp was unpacked, the purge system was connected and primed, and the connector cable was connected to the automated impella controller (aic) per standard procedure. Prior to insertion, the controller displayed a ¿system error optical sensor¿ message with instructions to switch to a backup controller supporting the optical sensor or continue without placement and suction control. The error occurred before the impella cp was inserted into the patient. As a result, the initial impella cp was not used, and a second impella cp kit was opened. The replacement device was prepared and connected using the same procedure without recurrence of the error. The replacement impella cp functioned as intended and was subsequently used for patient support. The reported event resulted in a delay in therapy; however, no hemodynamic instability, patient injury, or other adverse clinical consequence related to the delay was reported. The patient subsequently expired while receiving support with the replacement impella cp. Based on the available information, the initial event is consistent with device performance not as expected resulting in a delay in therapy that was resolved by device replacement. The replacement impella cp functioned as intended during support. The death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome. After clinical review, it was determined that the reported optical sensor system error occurred prior to device insertion and was resolved through replacement of the impella cp. There is no reported evidence that the delay in therapy resulted in patient harm; however, the patient's death cannot be conclusively dissociated from the overall clinical course and is therefore conservatively reported on the impella cp.